Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the amp boards and pmts (photo-multiplier tubes) to fluorescence 3 (fl3) and fluorescence 5 (fl5) detectors. On (B)(4) 2014, the fse replaced the 488nm laser. The failure mode was related to the blue laser and misalignment of pmts 3 and 5.

Event description:
The customer reported inconsistent patient results for cd19/cd5 when using the cytomics fc500 flow cytometer system. There were no erroneous results reported outside the laboratory. There was no death, injury or effect on patient treatment.